Event description:
It was reported that this pacemaker was exhibiting right atrial (ra) lead oversensing. Inappropriate atrial tachy response (atr) episodes were stored due to oversensing. Technical services (ts) recommended follow up and programming optimization. The device remains in service. No adverse patient effects were reported.